Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record showed the device had a manufacture date of 25aug2009. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bezel assy- body damaged/cracked. Case rear- damaged/cracked. (B)(6) 2018 06:58:57 (B)(6). Po for $_(B)(6) _____ approved by __(B)(6) __. Shipping & billing address confirmed. Npi. (B)(6) 2018 07:03:58 (B)(6). Replaced missing (l2) on the motor control board. (B)(6) 2018 07:08:43 (B)(6). Verified solder l2 on the motor control board. (B)(6) 2018 14:06:11 (B)(6) . Serial# (B)(6) is the new serial number for RMA# 301439822. Serial number re-assignment required to reconcile a mismatch between the internally programmed serial number and the externally applied serial number labeling. The following serial numbers or partial serial numbers were found (B)(6) (external) & (B)(6) (internal). These serial numbers have been flagged as inactive to be re-serialized should they return to bd for service. (B)(6) has been notified that the mismatched serial numbers will be deactivated and that a new serial number (B)(6) has been assigned to their hospital. A copy of the email sent to the customer has been attached to this notification for reference. (B)(6) 2018 jg. (B)(6) 2018 11:43:08 (B)(6). Unit was missed for serial miss match. New serial #(B)(6) . (B)(6) 2018 14:51:05 (B)(6).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record showed the device had a manufacture date of 25aug2009. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(6).